Event description:
The manufacturer received information alleging an internal flow sensor failure due to environmental debris circuit calibration fail occurred on a ventilator. There was no harm or injury reported. An initial evaluation of the device by a philips remote service engineer has begun but there are no updates available at this time. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.